Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 3300tfx aortic valve implanted six (6) years, four (4) months, was being evaluated for valve-in-valve procedure due to unknown reasons. Through edwards implant patient registry, it was learned the 23mm 3300tfx aortic valve was explanted and replaced with a 21mm 11500a aortic valve.

Event description:
Through edwards implant patient registry and medical records, it was learned that a 23mm 3300tfx aortic valve was explanted after an implant duration of six (6) years, four (4) months, due to critical aortic stenosis, fibrotic tissue, thickened and calcified leaflets. The 23mm 3300tfx aortic valve was replaced with a 21mm 11500a aortic valve. Patient was transferred to cardiothoracic intensive care unit in stable condition. Per medical records, patient with a history of avr and cva with intolerance to statins presented to ER with ongoing chest pain. Patient reported experiencing chest pain with minimal exertion. Patient was found to have critical aortic stenosis and class IV congestive heart failure. The 3300tfx valve was found to be very fibrotic and friable. There was small amount of calcium on leaflets but was mostly thickened and fibrotic. The explanted device was replaced with a 21mm 11500a aortic valve. The patient also underwent coronary bypass graft x1 with aorto-saphenous vein graft to distal right coronary. The patient was transferred to the cticu in stable condition. Patient was discharged on pod# 7. Pathology report: aortic valve prosthesis with calcified valve cusps. The prosthetic valve is otherwise unremarkable.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported patient authorization is required.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia and coronary artery disease.